Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. The customer input the incorrect transmitter serial number. Tandem technical support assisted customer with entering the correct serial number. No reported adverse impact to the customer's blood glucose.